Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone), baclofen, and morphine drug via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) that she was doing a pump refill and when interrogating the pump, she noticed a warning of loss of therapy, and the pump has stopped for 1,092 hours. The hcp stated that she heard the pump critical alarm. The hcp confirmed that the patient had magnetic resonance imaging (MRI) on (B)(6) 2025. The patient complained of being stiff and fatigued. The agent reviewed information about telemetry state. The hcp will proceed with refill and call back for further assistance.